Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd smartsite¿ bag spike, priming volume 0.5 ml leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: device appears to be leaking after connector is applied. Multiple occurrences of leaking were noted.

Manufacturer narrative:
H.6. Investigation summary: two photos of item no. 2300e-0500 was received for quality investigation. The customer complaint of adapter/connector defective/damaged was confirmed by the photos the customer submitted. The photos indicate that the shape of the smartsites look to be in an oval shape and not a circle. If the oval shaped connector would be connected to a corresponding luer, there would be gaps in the connection that would allow for leakage. A device history record review for model 2300e-0500 lot number 22055346 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint was determined to be a user error. Review of the the assembly process and the verification process that the smartsites were constructed as designed, it was determined that user error would have been the reason that the connection would have leaked. A bd clinical team has been informed in order to determine if additional training is necessary at the user location. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd smartsite¿ bag spike, priming volume 0.5 ml leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: device appears to be leaking after connector is applied. Multiple occurrences of leaking were noted.